Event description:
Customer reported a malfunction alarm occurred with pump, known as malf 3, while in the pool but pump did not go underwater. The malfunction did not cause customer¿s blood glucose level to exceed 500 mg/dl, confirming there was no adverse impact. Cts provided resolution by dispatching a replacement pump and instructing customer to switch to alternate insulin delivery method, mdi, until new pump arrives. Customer was guided on steps for returning faulty pump and setting the new pump upon delivery.